Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: 1 syringe with a sliver of plastic visible when vaccine was drawn.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2102409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. However, with the picture alone, it was not possible to confirm the reported issue. At this time, a cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 2102409. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: 1 syringe with a sliver of plastic visible when vaccine was drawn.